Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold and increasing low voltage impedance. It was further noted the lead exhibited r-wave amplitude variation. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.